Event description:
The user reported a probe error message. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.